Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. The customer's address is unknown: USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd syringe experienced a broken thumb press. The following information was provided by the initial reporter: syringe had its thumb press broken off.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 03-may-2022. H6: investigation summary: customer returned a single 0.5ml syringe. The plunger rod is missing its thumbpress. The damage at the base of the plunger rod suggests it may have been cut or broken off. There is also some damage to the proximal end of the syringe barrel. Due to the batch being unknown, no DHR review can be completed. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of the thumbpress being broken off. DHR review cannot be completed. Therefore definitive root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported that the unspecified bd syringe experienced a broken thumb press. The following information was provided by the initial reporter: syringe had its thumbpress broken off.